Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Complaint from hong kong sanatorium & hospital. The customer complained that the needle was found blocked after connecting to the syringe before injection.

Event description:
No additional information received. Complaint from (B)(6) hospital. The customer complained that the needle was found blocked after connecting to the syringe before injection.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle was found blocked. To aid in the investigation, five samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each sample expelled the solution with a normal flow. The photo provided shows some of the samples received. A device history record review was completed for provided material number 305107, lot 3236006. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.